Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Device data showed hyperglycemia on the reported event date, inconsistent with the reported hypoglycemic point-of-care blood glucose reading reported by the emergency care team. Based on case notes and device data, the ilet operated as intended. It is unclear what caused this event. It is possible that this event was caused by the dexcom g7 cgm providing inaccurate readings that caused the ilet to dose insulin in response to hyperglycemia when the user was actually hypoglycemic. This theory could be supported by the excessive number of brief sensor issue alerts. However, there are no bg values entered into the ilet leading up to and during the event, so this cannot be confirmed. Furthermore, the user's inpatient care team reported that the dexcom g7 cgm was accurate with glucose values obtained in the hospital after the user was admitted. According to the case notes, the user presented with multiple symptoms of a potential cardiovascular event. It is likely that this event has a medical etiology that is not directly related to their diabetes or use of the ilet, and the hyperglycemia seen on cgm and hypoglycemia seen on the point-of-care meter were simply side effects of the true event. Having the device volume set to "off" and the high glucose cgm alert turned off may have contributed to the severity of the event, depending on when the user lost consciousness.

Event description:
On 11/18/24 a beta bionics territory business manager (tbm) was made aware that an ilet user experienced a loss of consciousness event resulting in hospitalization. The event occurred on 11/13/24. On (B)(6) 2024, the user was attending a medical seminar. The user's husband reported to hotel staff that they missed their flight home and were unresponsive to contact attempts. Hotel staff entered the user's room and found them unconscious in bed. Emergency services were called, and paramedics recorded a finger stick blood glucose (bg) of 54 mg/dl, treating it as a severe hypoglycemic event. The ilet report showed the user had sustained high bg levels, with readings above 400 mg/dl for several hours on (B)(6) 2024. Multiple correction boluses were administered by the ilet without effectively lowering bg. After admission the hospital, the staff monitored the user's bg with dexcom g7 continuous glucose monitor (cgm) readings, which correlated with finger stick results. Hypoglycemia treatment was stopped, and the user required an insulin drip to bring their bg back into range. The healthcare team suspects a cardiovascular event may have caused peripheral vasodilation, leading to an inaccurate initial bg reading and loss of consciousness, which they believe was not related to diabetes management. The user remained intubated for one week and, after extubation, has not regained full mental status.